Event description:
It was reported that the customer had a broken belt clip. Customer's blood glucose was 49 mg/dl. Customer was offered a replacement clear belt clip as a courtesy. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.